Event description:
It was reported that the customer's insulin pump had a frozen display and unresponsive buttons. The battery was removed for two hours, but the anomaly continued and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No frozen screen noted. Unit had intermittent button response due to corroded keypad traces. Time advance properly. Unit had scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.